Manufacturer narrative:
Correction:imf code updated to f23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation:the reported issue that the flow rate displayed blank after 2 hours of run, error code 20 was verified during service.service technician found error code 20 displayed after power on. The issue was resolved by replacing the 560 bioconcole flow module .post repair testing was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that the flow rate displayed blank after 2 hours of run, error code 20. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the flow to the patient was not impacted, however a hand crank was used to maintain flow for a while during the instrument replacement. There was no display issue or other complaint allegation against the user interface.